Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an autotome rx sphincterotome was used during an endoscopic sphincterotomy (est) procedure on (B)(6) 2011. According to the complainant, during unpacking of the device in preparation, it was noted that the tip of the device was peeled/damaged. It is unknown whether the plastic tip was peeled or if the paint marker was peeled from the tip. The procedure was completed with another autotome rx sphincterotome. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Therefore, a medwatch report will be submitted reflecting the most conservative interpretation of the complaint, that the paint marker was peeling from the tip of the device. Should additional relevant details become available, a supplemental report will be submitted. Additional information received since (B)(6) 2011. It was confirmed that the tip of the device was split. The paint marker was not peeling from the tip. Therefore, this is no longer considered a reportable event.

Event description:
It was reported to boston scientific corporation that an autotome rx sphincterotome was used during an endoscopic sphincterotomy (est) procedure on (B)(6), 2011. According to the complainant, during unpacking of the device in preparation, it was noted that the tip of the device was peeled/damaged. It is unknown whether the plastic tip was peeled or if the paint marker was peeled from the tip. The procedure was completed with another autotome rx sphincterotome. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Therefore, a medwatch report will be submitted reflecting the most conservative interpretation of the complaint, that the paint marker was peeling from the tip of the device. Should additional relevant details become available, a supplemental report will be submitted.